Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient thinks that their lead moved beginning in (B)(6) 2017 because their stimulation always seems to be in the laying position when it is on with adaptive stimulation. The patient was redirected to follow up with their healthcare professional (hcp) to have their leads and programming checked. No further complications were reported/are anticipated.